Manufacturer narrative:
H.6. Investigation: bd received 2 q-syte units from an unknown lot for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer visually inspected the returned units and observed tears to the top disk, bottom disk and column wall of the first unit and tears to the top and bottom disk of the second unit. Next, a water leak test was performed for both units and leakage was observed coming from the first unit only. There was no leakage observed with the second unit. Based off the visual inspection and water leak tests the engineer was able to verify the reported issue. However, the exact cause of the observed damage was undetermined.

Event description:
It was reported that when infusion set was replaced leakage occurred with a bd stopcock q-syte¿ 360deg w/o nut cap. The following information was provided by the initial reporter, translated from japanese to english: when replaced the infusion set by saline and the syringe, leakage occurred from the q-syte.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when infusion set was replaced leakage occurred with a bd stopcock q-syte¿ 360deg w/o nut cap. The following information was provided by the initial reporter, translated from (B)(6) to english: when replaced the infusion set by saline and the syringe, leakage occurred from the q-syte.